Event description:
It was reported that the patient with this device had exhibited vegetation on leads with methicillin-resistant staphylococcus aureus infection. A revision was performed and the device along with the right ventricular (rv) lead and non-boston scientific right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This ICD was not returned for analysis.